Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Hcp has reported left side "implant has ruptured". Device status is unknown.

Manufacturer narrative:
Device photographs for the device related to the reported event of rupture was reviewed on nov 12, 2020. Visual analysis of the photographs identified: opening.

Event description:
Device has been explanted.